Event description:
During a pt treatment on a meridian machine, three or four inches of air were observed past the line clamp with no alarm. The source of air is unk, however, the dressing on the pt's subclavian catheter was being changed at the time and the venous drip chamber was reported to be empty. There was no pt injury or medical intervention associated with this incident.